Manufacturer narrative:
Concomitant product: product ID 407652 lead, implanted: (B)(6) 2014.

Event description:
It was reported that a remote transmission showed atrial undersensing on presenting rhythm and non-sustained ventricular tachycardia episodes. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.